Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and decreased impedance measurements to 293 ohms. A rv lead positioning was attempted, but the values were not improved as the impedance measurements were less than 300 ohms and there was no capture at 3.0v. As insulation damage was suspected, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed cuts in the insulation 287-292 mm. The lead was confirmed to be electrically continuous. The insulation damage was confirmed to be induced damage.